Event description:
I am trying to get my affected dexcom g7 receiver replaced by their recall. After waiting on hold for 30 minutes on their chat I was told I needed to call in. I spend an hour on hold and opted for the call back which I never received. I called back the next day. I have been on hold for over and hour and a half and still haven't reached anyone.